Event description:
It was reported through the attorney for the pt, as a result of a legal claim that, "the pt was fitted with a stryker secur-fit femoral component and a 50mm stryker tritanium cluster hole on or about (B)(6), 2009 for a left total hip replacement by dr and alleges unk injuries."

Manufacturer narrative:
The info provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. Add'l follow-up info may be obtained by the legal affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.